Manufacturer narrative:
Correction: device code c133496 was added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional detail was provided by the hcp via the rep: patient was seen in clinic with physician and rep on (B)(6) 2020 at 9:30 am. The rep ran an impedance check and each electrode was less than 1000 and tried every program to see where patient felt the stimulation. Patient felt the stimulation in butt cheek, tailbone, or rectum on every program. Patient felt program 4 was the most comfortable and also giving symptom relief. Physician checked incision and determined no infection. Patient also thought program 7 was comfortable. Hcp instructed patient to remain on program 4 for 3 weeks and if symptoms get worse to change to program 7. Physician confirmed proper lead placement from x-rays day of implant. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient called physician to report bladder symptoms are improved but has pain at pocket site and in buttocks and also experienced a shock when adjusting positions from standing to sitting on program 1 at 1.0 v. There were no known environmental factors. Rep called the patient, who said they turned down the stimulation but still had pain in buttocks. Rep had patient change from program 1 to program 4 at 0.5 volts where patient feels stimulation on program 4 by the tailbone and moving between rectum and vagina. Patient stated they had severe pain on program 1 at 1.0 v in buttocks and leg. Follow up appointment is 10/9/2020. The issue was resolved at the time of the report.